Event description:
New information received notes that the physician elected to cap and replace the rv lead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.